Event description:
A report was received that the pt felt a burning sensation at the ipg site. The pt was reprogrammed and referred back to his physician as it appears that the burning sensation at his pocket site may be due to a medical issue. The pt had a pocket revision in late 2008. No devices were implanted or explanted. The pocket site was relocated, and the pt is no longer experiencing a burning sensation.

Manufacturer narrative:
This is the final report.